Event description:
It was reported by that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 and mesh was implanted. Following the procedure, the patient experienced pain in abdominal wall and recurrent hernia. Upon hernia repair procedure on (B)(6) 2014, adhesion of mesentery and small bowel were found. Adhesions were taken down and mesh pulled away from abdominal wall with no tissue in-growth. Another mesh was implanted during the repair procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.